Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. The lead was capped and replaced on (B)(6) 2019 during routine device change out procedure. A new system was implanted on the right side as there was no access for rv lead on the left side. The patient was discharged next day with no complications.

Event description:
New information received stated that during lead revision procedure insulation abrasion was observed on the right ventricular lead.